Event description:
It was reported to philips that table and arch movements failed; error lines exchanged with maquet table on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
System returned to use; follow-up scheduled with maquet. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).